Event description:
It was reported that abnormal flow rate was observed. It was further reported that during 5 hours of surgery, 150-200ml of heparin saline was infused to the pt. When priming the sensor, the customer did not find any abnormal flow rate. No pt complications were reported.

Manufacturer narrative:
The device has not been returned for eval.